Event description:
Pt presented for a routine office follow up with elevated ldh levels from an outside lab and reports of high flow readings approximately 1 week prior to is office visit. Ldh was repeated at this facility and remained significantly elevated. The pt's log files were sent other than the device manufacturer for evaluation and revealed abnormalities that may be consistent with pump thrombosis. The pt was admitted to the hospital for titration of further anticoagulants (he was maintained prior to this incident on asa 325 mg daily and coumadin with a goal inr of 2-3). He was made a 1a by exception of the cardiac transplantation list. The pt has had no symptomatology besides the lab abnormalities and is thus far stable in the hospital.